Manufacturer narrative:
The returned arm was evaluated. There were no indications of damage. A functional check found that the arm does no remain rigid when the knob is tightened. The cause is likely attributed to intensive use over the course of several years. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that an articulating arm was found to be worn from repeated use. However, evaluation by zimmer biomet personnel found that the arm no longer remains rigid when the knob is tightened. There were no surgical or patient impacts associated with this event.